Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing chest pain and was admitted. Upon interrogation, the right ventricular lead exhibited loss of capture and sensing anomaly. All over electrical parameters were in range. The lead was explanted an replaced. No further information was available.